Event description:
Reporter alleged the customer obtained the result of 74 mg/dl, taking 2 glucose tabs, then obtaining the results of 301 mg/dl and 62 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.